Manufacturer narrative:
Batch review performed on 19-sep-2022: lot 2105871: (B)(4) items manufactured and released on 15-jun-2021. Expiration date: 2026-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
Directly after the primary shoulder surgery, when the patient was in post-op recovery, it was observed that the tip of the short stem broke through the lateral cortex. It has been reported that the patient had incredibly hard bone and it was difficult to insert the stem. The revision surgery was completed successfully explanting the poly, stem, and metaphysis while a standard length stem, +9 metaphysis and a plus 3 poly were implanted.